Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: "plug strap separated".

Event description:
Healthcare professional reported right side implant exchange from textured to smooth. Additionally, healthcare professional reported plug strap separated. Device remains has been explant.

Event description:
Healthcare professional reported right side implant exchange from textured to smooth. Additionally, healthcare professional reported plug strap separated. Device remains has been explant.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety¿product/procedure: unable to observe since it is not related to the device. Other-technical: observed, broken striated on plug strap assessed as surgical damage. Additional observations: one opening assessed as surgical damage. No further actions are required since no issue in the manufacturing of the device is observed.